Event description:
A malfunction alarm with code malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if any issues arise again, which they acknowledged and understood.